Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was kept failing. User attempted to recover and rebooted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device latch kept clicking and door failed intermittently. A field service engineer found that the switches pin got dark and need to be changed, replaced both faulty switches to resolve the issue and rebooted station, tested unit as per protocol in hardware test application diagnostics. The system functioned as intended after the field service engineer repaired the device.